Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was information was reported by the patient attorney. The information included limited patient medical records: per medical records: on (B)(6) 2014 - the patient was diagnosed with right inguinal hernia and underwent a laparoscopic repair with implant of a bard/davol 3dmax mesh. Per the implant operative report details, "preperitoneal space was opened widely and massive indirect sac was encountered. It was carefully dissected free and reduced. The 3dmax mesh was placed across the groin and tacked in place using a non bard/davol tacking device." Per attorney for patient: on (B)(6) 2018 - the patient underwent a revision surgery which included explant of the bard/davol 3dmax mesh.